Event description:
On (B)(6) 2025, at approximately 3:00 pm, while administering an IV infusion to a pediatric patient, the nurse encountered fluid seepage from the catheter hub during air removal. The catheter was immediately replaced, and the air was re-removed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and has not received the defective sample for analysis, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.